Event description:
Pump declared a cartridge change error, prompting investigation. Customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support guided customer through inspecting and cleaning pump components, leading to successful resumption of insulin delivery. Customer was advised to continue monitoring system performance without the need for cartridge replacement.